Event description:
A report has been received of a fluid intrusion, noted inside the cassette door, caused by a leaking cassette. A sample is available and has been requested for evaluation. There is no report of patient ill effect.